Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, the stapler was able to fire but when it was placed through the trocar reload articulated on its own. The device had solid light indicators. They used an alternate adapter that worked fine with the device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The electrically erasable programmable read-only memory (eeprom) was up loaded and indicated 2 autoclave cycles for the adapter. A pmv representative single-use loading unit (sulu) was inserted onto the adapter with a pmv drive handle and battery. The green light signaling the attachment of the adapter illuminated indicating that the adapter was recognized. The reload cycled properly and was applied to test media where it was able to apply the staple line and transect the media without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.